Event description:
It has been reported to co that the occlusion balloon ruptured during the case. The occlusion balloon wire was inserted into the pt and balloon was inflated to 5mm to occlude the vessel and deployed the stent, everything was fine. When the physician attempted to aspirate he noticed that the occlusion balloon had deflated. Unable to aspirate. After the case was done the physician checked the stented area and it looked good. The occlusion balloon was removed the occlusion balloon was inspected by the physician and it was reported that the balloon had ruptured at the distal end.